Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant, the implantable cardiac monitor exhibited noise. The device was not used and a new device was implanted. No patient symptoms were reported.